Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01470-1 the following sections were updated: b4; b5; d4; g2; g3; g6; h1; h2; h6 g2 report source japan no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01470. Medical products: item#: 912030, jgrknt single 1.4mm 1 #1 mb; lot#: p13351. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by customer. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the products fractured during surgical procedure. The fractured pieces were not retained.